Event description:
The user facility reported that during a patient procedure the leg section of the table was drifting downwards. Hospital personnel commanded the table to level but the leg section continued to drift downwards. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and was able to duplicate the reported event.the technician stated that hospital personnel were incorrectly positioning the patient on the table, specifically positioning the patient on the foot of the leg section. The technician was advised by steris technical support to install a new manifold block, back and leg cylinders and the main valve box sub assembly. The table was tested and returned to service. No additional service action or issues have been reported the steris account manager advised user facility personnel of the importance of proper patient positioning.